Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The fse identified a blown or burnt ac power inlet receptacle on the back of the unicel dxi 800 access immunoassay system as the reason for the instrument not powering on. The fse replaced the ac power inlet receptacle and the fuse holder to correct the event. In conclusion, the cause of the instrument not powering on was due to a burnt ac power inlet receptacle. The cause of the burnt power inlet receptacle could not be determined. The unicel dxi 800 access immunoassay system meets compliance, design and application standards of en61010 for the risk of electric and fire hazard.

Event description:
The customer reported their laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) would not turn on. There was a report of no visible flame, sparks or smoke connected to the event. There was a report of no injuries to users and no affect to patient test results in connection to the event. A beckman coulter field service engineer was dispatched to assess the instrument.